Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and discharged within 14 days. The patient was treated with meropenem (1g/ discontinued after 2 days) and ceftazidime (1g/ discontinued after 7 days) for bacterial peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was discontinued 7 days after peritonitis diagnosis. No additional information is available.